Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
The investigation determined the root cause was the hole in the cuvette vacuum tubing of the cell rinse unit. It was caused by the regular up and down movement and general wear and tear. The issue was resolved by fixing the rinse unit. No adverse events were reported.

Event description:
The customer received a questionable phosphorus result from the analytical p module analyzer serial number (B)(4). The initial result was 2.12 mmol/l which was reported outside the laboratory. The repeat result was 1.44 mmol/l. It was unknown if the patient was adversely affected. The cause was determined to be a hole in the cuvette vacuum tubing of the cell rinse unit and was resolved by fixing the rinse unit.